Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.